Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device product code - custom.

Event description:
It was reported patient had a left custom knee procedure on (B)(6) 2011. Subsequently the patient will undergo a revision procedure on an unknown date due to unknown issues with the biomet compress adapter.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions and a subsequent reduction in the service life of the prosthetic implant."

Event description:
It was reported patient had a left custom knee procedure on (B)(6) 2011. Subsequently the patient will undergo a revision procedure on an unknown date due to unknown issues with the biomet compress adapter. Additional information received reported the patient was revised on (B)(6) 2015 due to suspected misplacement during initial procedure. It was noted during the revision procedure that the device was at a valgus angle.